Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, and the soft tissues were revised. The patient also underwent abutment removal and replacement with a new abutment during the same surgery. The implanted device remains.